Event description:
It was reported that during a procedure involving the evolut fx 29, the patient experienced valve migration as an acute complication. The procedure was conducted under general anesthesia with arterial access via the left subclavian and venous access through the femoral. The patient had a history of aortic valve stenosis, diabetes mellitus, dyslipidemia, hypertension, and renal failure not on dialysis. Electrocardiogram abnormalities revealed avb iii. During the valve implant, the valve dislodged and a second valve was implanted. Postprocedural complication of pseudoaneurysm was observed and no treatment was reported. The investigator assessed these complications as related to the procedure and not the device. The patient was successfully discharged home after a 10-day hospital stay.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.